Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Event description:
The facility representative reported a colleague infusion pump with a defective user interface module board. This condition had the potential to interrupt delivery. It is unknown when the event occurred; however, it was identified in the "observation" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a defective user interface module (uim) board was confirmed during product evaluation. The root cause of the reported problem was determined to be faulty uim pcb (printed circuit board). Appropriate action was taken to correct the reported problem by replacing the uim pcb. This device is a remediated colleague pump with a user interface module software version of 5.09.90.